Event description:
It was reported that after implanting anchor devices, a patient had a post-operative infection that was treated with antibiotic therapy. The patient reportedly improved, but the current condition of the patient is unknown."

Manufacturer narrative:
H11: internal complaint reference (B)(4). Based on the information provided, multiple product numbers and lots were identified as potentially associated with the reported adverse events. The patients are from three different unspecified hospitals. However, device traceability between individual patients, hospitals, specific part numbers, and lot numbers could not be established. The potentially involved product numbers and lots are the following: pn 72290001: lot 2161372 (1 unit / mfg. Date: 16-aug-2024, exp. Date: 16-aug-2027) lot 2140007 (1 unit / mfg. Date: 10-jan-2024, exp. Date: 10-jan-2027) lot 2161136 (1 unit / mfg. Date: 01-aug-2024, exp. Date: 01-aug-2027) pn 72205127: lot 2174291 (1 unit / mfg. Date: 16-jan-2025, exp. Date: 16-jan-2030) pn 72205135: lot 2150371 (1 unit / mfg. Date: 14-apr-2024, exp. Date: 14-apr-2027) lot 2183141 (1 unit / mfg. Date: 08-may-2025, exp. Date: 08-may-2028) lot 2175763 (1 unit / mfg. Date: 08-feb-2025, exp. Date: 08-feb-2028) lot 2183544 (1 unit / mfg. Date: unknown, exp. Date: unknown) lot 2161517 (1 unit / mfg. Date: 07-aug-2024, exp. Date: 07-aug-2027) lot 2186366 (2 unita / mfg. Date: 12-jul-2025, exp. Date: 12-jul-2028) pn 72203707: lot 2165078 (1 unit / mfg. Date: 03-oct-2024, exp. Date: 03-oct-2027) lot 2162242 (1 unit / mfg. Date: 14-aug-2024, exp. Date: 14-aug-2027) lot 2181704 (1 unit / mfg. Date: 17-mar-2025, exp. Date: 17-mar-2028) lot 2181727 (1 unit / mfg. Date: 03-apr-2025, exp. Date: 03-apr-2028) lot 2185187 (1 unit / mfg. Date: 12-jun-2025, exp. Date: 12-jun-2028) due to the nonspecific nature of the original report, the lack of returned devices, and the inability to differentiate devices by patient or failure outcome, it is not possible to associate any specific product number or lot with a particular clinical outcome. Therefore, all listed product numbers and lots remain potentially involved. The case will be updated if additional information becomes available. H3, h6: roi this complaint was opened by smith+nephew to document a patient complication reported that includes reference to the use of a smith+nephew product without evidence about a specific product problem. The reported complication relates to known inherent procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to confirm a relationship between the reported event and the device or identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.